Event description:
The iab was inserted into the patient on 4/7/97 at 8:30 am. The iab was removed with difficulty on 4/7/97 at 2:45 pm. The iab did not malfunction. As a result of the event, there were bleeding complications. Removal was required and the doctor had difficulty removing the iab. Also, there was a lengthy hemostatsis time. (Event complications: bleeding/removal required/lengthy hemostasis - rpt'd 4/21/97. (Pt's current status: discharged-rpt's 4/21/97.)